Manufacturer narrative:
H10: the device was received for evaluation with a white connector connected to the female connector. A visual inspection with the naked eye noted the dark blue female connector separated from the light blue main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported leak was not verified. The cause of the separation was due to inadequate solvent application during the manufacturing process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set leaked. The twist collar was not restricted to the connection assembly. When unclamped it slid up the tubing to the catheter connection collar. The patient discovered the disconnection of the twist collar during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.